Event description:
Customer reported a past high blood glucose event with the exact glucose level described as "high" but unknown. Cause was not known. To resolve the high blood glucose, the customer changed the infusion set and cartridge. Tandem technical support recommended that the customer consult with a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice. .